Manufacturer narrative:
The reported loss of communication from the ipg was confirmed. A review of the ipg logs found the device declared both an elective replacement indicator (eri) and end of life (eol) time stamp. A longevity calculation was performed using the patient¿s program settings and history and determined that the root cause was due to normal battery depletion. Based on review of programming parameters, the device exhibited normal battery depletion and no malfunction was identified. As the issue was due to normal battery depletion, it does not meet reportability criteria.

Manufacturer narrative:
The reported loss of communication from the ipg was confirmed. A review of the ipg logs found the device declared both an elective replacement indicator (eri) and end of life (eol) timestamp. A longevity calculation was performed using the patient¿s program settings and history and determined that the root cause was due to normal battery depletion.

Event description:
Additional information received indicates that the patient lost stimulation in (B)(6) 2019.

Manufacturer narrative:
Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg did not communicate with external devices. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaces with a new ipg resolving the issue.